Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 592 mg/dl. The customer mentioned other blood glucose values such as 103 mg/dl, 206 mg/dl, 78 mg/dl, 500 mg/dl, 582 mg/dl, 592 mg/dl. The customer did experienced the symptoms such as headache, confusion and dizziness. The customer was treated by insulin drip. The customer report did not allege under delivery on insulin pump. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black the customer was hospitalized for high bg's on april 07, 2022. On svn (B)(4) the customer alleged possible over deliver anomaly and high bg's on (B)(6) 2022. On svn (B)(4) the customer was hospitalized for high bg's on 07-apr-2022. On svn (B)(4) the customer alleged basal anomaly, high bg's and low bg's on (B)(6) 2022. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0874 inches. No over delivery anomaly noted. Device was programmed with a basal profile and monitored. The basal profile delivered properly. No basal anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, missing display window cover, cracked battery tube threads, cracked case at corner of the belt clip rail, pillowing keypad overlay, scratched keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. There was no boluses listed on the event date of (B)(6) 2022 in the pump history file. Device passed the functional testing. Unable to confirm alleged high bg's/low bg's. The customer alleged possible over delivery anomaly was not confirmed. The customer alleged basal anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h6 health effect - clinical code & impact code with this report.